Manufacturer narrative:
Upon receipt, the device seal plug was intact. The electrode was attached, fully inserted, and secure. The setscrew was in the down position and could move freely. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory noted no resets, errors, or fault codes. There were no electrograms to review while the device was implanted. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
The patient's father called approximately 2.5 months later and reported that the patient is still incapacitated and has suffered severe brain damage.

Manufacturer narrative:
The device has not been received for laboratory analysis. This report will be updated after the device is returned and analyzed.

Event description:
Boston scientific received information that the patient suffered a stroke during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The s-ICD system was later explanted due to a suspected infection. The patient is considered incapacitated at this time. The s-ICD is expected to be returned for laboratory analysis.